Manufacturer narrative:
Confirmed the fya antigen on retention panocell-10, lot 10827. The customer reported that other patients with anti-fya reacted with lot 10827. The customer did not send specimen for investigation testing. The event appears to be related to the nature of specimen.

Event description:
Customer reported unexpected negative reactions with cells 1, 3, 6, 8, & 10 of panocell-10, lot 10827 when testing a patient sample with a previously identified anti-fya antibody. The anti-fya was identified on a previously collected specimen and tested with panocell-10, lot 08801. Repeat testing of the current specimen with panocell-10, lot 08801 was negative.